Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right atrial (ra) lead resulting in pacing inhibition and functional loss of ventricular capture on the pacemaker. No changes or intervention was reported. There were no patient consequences.